Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, the warning [65] was displayed: ¿technical issue. Rf has been automatically deactivated due to external unexpected activations on (B)(6) 2016. Please reactivate it if needed¿. The physician reactivated the rf communication. On (B)(6) 2017, it was checked and confirmed that rf was still activated. The patient reported that he was not exposed to any direct environment that could cause interferences, but there is a lightning rod in the building in front of his building at a distance of 2 meters. Preliminary analysis showed that the rf was deactivated due to too many unsuccessful rf communication attempts that occurred on (B)(6) 2016, and which resulted from an abnormal functioning of the home monitor. No anomaly was observed on the returned home monitor. The reported behavior could not be reproduced. It most probably resulted from a transient communication issue.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, the warning [65] was displayed: ¿technical issue. Rf has been automatically deactivated due to external unexpected activations on (B)(6) 2016. Please reactivate it if needed¿. The physician reactivated the rf communication. On 21 march 2017, it was checked and confirmed that rf was still activated. The patient reported that he was not exposed to any direct environment that could cause interferences, but there is a lightning rod in the building in front of his building at a distance of 2 meters. Preliminary analysis showed that the rf was deactivated due to too many unsuccessful rf communication attempts that occurred on (B)(6) 2016, and which resulted from an abnormal functioning of the home monitor. No anomaly was observed on the returned home monitor. The reported behavior could not be reproduced. It most probably resulted from a transient communication issue.